Manufacturer narrative:
Analysis summary: the analysis results found that the device a was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have gouges. Device b was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during activation. In addiiton, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the devices locked out at about 3 minutes after started using. There was no patient consequence.